Event description:
Customer reported high device results (in the 400s mg/dl) for three weeks. Customer went to the doctor and results were high but did not provide values. Doctor sent customer to the hospital. Hosptial treated them with insulin. No controls used. Customer was unable to provide test strip and device information because they had been stolen. A request was made for return product and replacement product was sent.